Event description:
It was reported that an ilet user experienced high glucose readings on the system after a full supply change, with logs indicating elevated glucose prior to the change and an insulin on board value of 17 units; a tubing fill confirmed insulin delivery through the set, and the user performed a fingerstick that measured 462 mg/dl. Symptoms included hyperglycemia without reported associated complaints. Outcomes included user self-monitoring and continued device use without escalation or hospitalization. Investigation included review of device logs, confirmation of infusion line priming, and assessment of insulin on board. Investigation of this case revealed that glucose was elevated before the supply change, suggesting a potential bolus estimation or meal-related mismatch or a supply-related issue, though no device alarms occurred and delivery through the tubing was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.